Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 2.10h, retainer ring clear. Customer returned pump for alleged cosmetic damage located at the battery tube on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, serial label damage (faded/peeling), cracked retainer, corroded battery tube and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube was noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.